Event description:
The customer stated that his glucose readings had been higher than usual. While troubleshooting, he performed control tests and received results of 195 and 190 mg/dl. The normal control range was 98-135 mg/dl. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab found one test strip to read 292 mg/dl high, out of specification.